Manufacturer narrative:
Product event summary: the pscc100 pulse select catheter with lot 0012769572 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment; on the spiral array segment, the distal arm pebax tube was observed to be pinched. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. The guidewire was inserted into the catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the catheter did not pass the returned product inspection due to a pinched distal arm pebax tube of the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure; a post-mapping was performed with another manufacturer's mapping catheter without removing the pulse select catheter from the left atrium. Upon completing the post-mapping and attempting to exit the left atrium, it was discovered that two splines of the mapping catheter had become entangled with the junction between the nose and ring of the pulse select catheter. Attempts to resolve the issue by moving to the right atrium were unsuccessful. To resolve the issue, the catheter was retracted into the sheath, allowing it to disconnect from the mapping catheter, and removal was successfully achieved. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.